Event description:
It was reported that the implantable pulse generator (ipg) device does not have an atrial lead, but there have been atrial lead warnings. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead warning alert. Atrial bipolar and unipolar lead impedance warnings occurred on 2015 (B)(6). (B)(4).